Event description:
It has been reported to philips that the wireless footswitch does not respond. The system was noted to be in clinical use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The field service engineer inspected the system on site and after the wireless footswitch was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the problem occurred during a neurovascular diagnosis procedure, the procedure was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not responding. Upon troubleshooting, the fse adjusted the handing of the foot switch and the micro switch on the pedal, but the foot switch did not respond and the fse confirmed that the wireless foot switch need replacement. To resolve the reported issue, the fse replaced the wireless foot switch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.